Manufacturer narrative:
The broken tab was returned to the manufacturer for evaluation. Engineering evaluation noted an outward bending fracture or sheared surface, a failure mode consistent with misalignment between two surfaces. A visual examination did not indicate a quality, design or manufacturing issue. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
During a total hip arthroplasty, while impacting the constraining ring, a tab from the ring broke off. Tab was retrieved successfully and constraining ring was impacted without further incident.